Event description:
Phaco machine showed an occlusion and was unable to clear after going through all of the steps and changing the attachments. Manufacturer response (as per reporter) for phaco emulsifier, infinity ozilunable to duplicate.